Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported screen on the monitor went black and the scope communication error code (code 216) during setup for an unspecified procedure involving a gastrointestinal videoscope. There was no patient involvement reported.